Manufacturer narrative:
Phone number: (B)(6).

Event description:
This report is based on information provided by philips field service engineer has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ had an ECG fault. The fse evaluated the device and confirmed there was an ECG fault. The fse replaced the ECG leads cable. The device returned to normal operation and passed all testing. The problem root cause is unknown. No further action is required at this time.